Event description:
It was reported that the device had an elective replacement indicator and early battery depletion. It was also reported that the battery longevity was impacted by the chronic high left ventricular (lv) lead thresholds resulting in high output. The device was explanted and replaced. The lv lead was capped and replaced. The replacement lv lead was implanted in the coronary sinus which requires lower thresholds and therefore will improve device battery longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.